Event description:
It was reported that the patient developed an infection in the penis shaft of his inflatable penile prosthesis. Therefore, the patient underwent surgery to remove the device and treat the infection. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of infection is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed an infection in the penis shaft of his inflatable penile prosthesis. Therefore, the patient underwent surgery to remove the device and treat the infection. A malleable prosthesis was implanted. There were no further patient complications reported.